Event description:
Caller reported that the indicated battery charge of the device dropped by 40% in a short period. Despite this issue, blood glucose levels did not exceed 500 mg/dl, implying there was no adverse impact on the customer's health. Technical support advised the caller to unplug the pump until the charge reached 1% before plugging it back in, and the caller acknowledged this guidance. The caller declined further follow-up.